Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a programming session and that it did get better after that.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jan-25. The patient reported seeing their healthcare professional (hcp) on 2017-jan-17 and adjustments were made to the settings/programs. The patient stated that they lived in misery the first three days after the programming but then it was all good after that. The patient stated that they could not stop urinating, was going through multiple depends during the day and night, has to constantly get up during the night, and is ¿flooded¿ when they get up. The patient tried to decrease stimulation from 6.2 volts to 6.0 volts because they though the higher setting was aggravating the patient, but that did not help. The patient stated they would follow up with their hcp.

Event description:
A patient reported she saw her healthcare professional (hcp) on (B)(6) and the hcp told her to call the manufacturer representative (rep) for reprogramming. The patient reported she was having a return of symptoms with incontinence really bad since (B)(6) 2016, but her bowel is ok. There were no trauma or falls that could be related to the issue. The patient stated she will call their healthcare professional back. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.